Event description:
It was reported that the pump usb port was broken, resulting in difficulties charging the pump. Customer's blood glucose was not impacted. Reportedly the customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue was verified, and a different issue was identified.